Manufacturer narrative:
The ¿ 510k: this report is for unknown screw locking /unknown lot. Part and lot number are unknown; UDI number is unknown complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who had a tibia fracture and nail placed on (B)(6) 2016. It was discovered he patient had an infection and the nail and four locking screws were removed and sent to pathology. The wound was irrigated and washed during surgery. The parts will not be coming back. No further information regarding the event is available. This report is for qty 4 unknown screw locking. This is report 2 of 2 for (B)(4).